Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for stent graft leak reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. In this case, it is unknown if the treatment outside the indicated anatomy contributed to the reported event.

Event description:
It was reported that the graftmaster 4.0x16 mm graftmaster stent was deployed in the tapered right carotid artery for treatment of a perforation that was observed after the deployment of a non-abbott stent implant. The graftmaster did not fully seal the perforation as it was not large enough. A second non-abbott covered stent was deployed overlapping the previously deployed stents to seal the perforation successfully. There were no adverse patient effects or clinically significant delay in the procedure due to the use of the graftmaster stent. No additional information was provided.